Event description:
Complainant alleged that while attempting to treat a female patient (age unk), the device was unable to pace. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.